Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with ceftazidime injection (1.5 gm, once daily, intraperitoneal, ongoing), amikacin injection (100mg, once daily, intraperitoneal, ongoing) and piperacillin & tazobactum injection (4.5gm, twice daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. On an unknown date, extraneal therapy was discontinued; however, dianeal therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.